Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a female patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and dianeal pd1 therapies. During a call to (B)(4) product surveillance, the following was reported. On an unreported date in (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. On an unreported date, treatment included unspecified antibiotics (dose, route, and frequency not reported). On an unreported date in 2011, the event of peritonitis had resolved. The action taken with dianeal therapies was unknown. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.